Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a primary breast augmentation with a 275cc mentor memorygel breast implant (left) and a 250cc mentor memorygel breast implant (right) experienced postoperative bilateral capsular contracture (left grade: ii, right grade: iii). The diagnosis was confirmed by a healthcare professional. As a result, the patient had the implant explanted on (B)(6) 2020. This report is for the right prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's symptoms, the revision surgery, and the replacement devices. A healthcare professional reported that the capsular contracture of her right breast seems to be worse than the left side. The patient underwent bilateral removal and replacement with a 375cc mentor memorygel breast implant(right catalog #: 3503754bc, right serial #: (B)(4) and a 400cc mentor memorygel breast implant (left catalog #: 3504004bc, left serial #:(B)(4). On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, no apparent damage was observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, manufacturer's reference number: (B)(4).